Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a large amount of water mist inside the charged coupled device glass based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image detection, brightness dark and a large amount of water mist inside the charged-coupled device glass. The issue was found during service / maintenance. There were no reports of patient involvement.